Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue of broken ceramic head was due to a component failure of the ceramic head (insulation beak). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the resection sheath ceramic head is broken. The issue occurred during service or maintenace. There were no reports of patient harm.